Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that upon removal of the sensor pod from the patient body, the sensor wire remained in the skin. The patient went to her general practitioner on (B)(6) 2017 due to having inflammation at the sensor insertion site. It was indicated that the doctor took a look at the inflammation but did not intervene. The patient stated that the sensor site is now closed; however, the inflammation resulted in a scar. Additionally, the patient reported that she purchased over-the-counter cream at the pharmacy which caused the inflammation. At the time of contact, the patient was doing fine. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.